Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the rx multi-link 8 2.25x08 stent delivery system was prepared by the cath lab nurse and presented to the physician. The physician immediately detected that the stent had dislodged from the balloon and remained in the protective sheath. The device was not used and there was no patient involvement. A new rx multi-link 8 stent system was used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.